Event description:
It has been reported the pt is currently w/o stimulation. The pt programmer reads ipg battery is low. The pt has attempted to recharge the system ipg daily to no avail. Surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number is located in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.